Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 79% stenosed, 2.50mmx35mm, eccentric, de novo target lesion with a bend of >=90 degrees was located in the moderately tortuous and mildly calcified right coronary artery. After a 6f non-bsc guide catheter and a non-bsc guidewire were crossed the lesion, pre-dilation was performed with unspecified balloon catheter. Following pre-dilation, a 38 x 2.50 promus elite drug-eluting stent was advanced for treatment. However, during procedure, the stent strut was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.